Event description:
A patient has a history of biventricular ICD implant who was found to have an inappropriate ICD shock due to noise sensed on the right ventricular lead, possibly due to a loose set screw. Cut-down was made and it was found that the ICD generator actually was placed subpectoral and a pocket revision was obtained after the device was explanted. No significant noise was seen on the rv lead. When the ICD header was manipulated, a noise was seen. It was felt this was not due to a loose set screw and possibly due to an ICD generator malfunction. A new ICD generator was implanted; however noise was still seen and a new right ventricular lead was placed. The leads were attached to the new ICD generator which was placed in the newly made pocket and as it was felt that the subpectoral pocket might have contributed to the device malfunction, ICD generator and leads were tested and no more noise was sensed.